Event description:
It was reported that intermittently when releasing the footswitch for downward movement the c-arm continued to move. No injury reported. A field engineer was dispatched to the site and could not reproduce the issue. The left and right footswtiches were replaced. Once this was completed the system was working as intended.